Manufacturer narrative:
Complaint confirmed for staight shots due to a small piece of wire being lodged in the tip. This occurs when user deploys more than the recommended, maximum number of constructs, as specified in the instructions for use for this device.

Event description:
Instrument was sent in for repair as "broken." When evaluated, it was found to have wire in tip and shooting straight shots.